Event description:
The manufacturer was notified that an everflo oxygen concentrator failed to power on and emitted a burning smell. Upon reviewing the reported event, it was unclear if there was any thermal damage to the pca. There was no confirmation or statement that the device showed any signs of physical thermal damage. The device was subsequently sent to a third-party service center for evaluation. Upon inspection, the service center identified several issues: the integrated canister was clogged, the inlet filter was replaced as part of preventive maintenance, the pca was defective, the capacitor showed signs of electrical failure, both the front and rear cabinets were damaged, the spring kit was rusty, and the compressor was malfunctioning. Additionally, the evaluation revealed additional failure of a "burning capacitor." The unit will be sent to the product investigation lab for further analysis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.